Manufacturer narrative:
The returned device was evaluated and the soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 45 pulses and deactivation occurred at 57 pulses. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports when he removed the needle cap from the pod the needle deployed early. The patients reported blood glucose level was 234 mg/dl and the pod was not worn.